Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product : 6935m55, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with a cardiac resynchronization therapy defibrillator (crt-d) system, experienced bacteremia. Blood cultures were positive for cardiobacterium hominis secondary to endocarditis, fibrin strands were noted on the right v entricular lead with transesophageal echocardiogram (tee), and intravenous (IV) antibiotics were necessary, which resolved the issue. The system remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.